Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed gill jr, pathan a, parsons sj, wronka k. Total hip arthroplasty for hip fracture: clinical results and mid-term survivorship. Cureus. 2021 dec 17;13(12):e20492. Doi: 10.7759/cureus.20492. Pmid: 35047304; pmcid: pmc8760020. Objective and methods: the purpose of this study is to report the clinical results and mid-term survivorship for total hip arthroplasty (tha) performed to treat displaced intracapsular hip fracture. Methods between january 2005 and december 2019, 414 patients underwent tha for acute displaced intracapsular hip fracture. All cemented and uncemented femoral stems as well as femoral heads used within the study were competitor products. Of the 414 patients included in the study, 288 patients received a cemented depuy all polyethylene acetabular cup and the remaining received a competitor device. The cement utilized in the study is unknown. This complaint will capture all events associated with the depuy devices. Results associated with the competitor femoral implants will be excluded. The authors do not specify which devices were implanted in the patient who received revisions. X-ray images available on page 5. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: unknown polyethylene cup as there is insufficient information provided to capture the actual devices revised, this complaint will capture all of the following ips and events with the quantity of 1 and follow up for clarification will be conducted. Adverse event(s) and provided interventions associated with depuy devices: dislocations treated with revision of the cup, dislocation treated with insertion of a plad device, infection treated with 2-stage revision, infection treated with irrigation and debridement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Available xray evidence included on the literature article was reviewed. Based in attached images, it can be observed that a dislocation event occurred. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.